Event description:
It was reported by the patient that blood glucose levels reached 30¿mmol/l (540 mg/dl) while wearing the pod between 1 and 4 hours on the arm. Reportedly, the needle did not deploy when the pod was activated, indicating a needle mechanism failure. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 2148 pulses. No damages or defects were observed that would result in a needle mechanism failure. The soft cannula was found to be torn off and damaged. As a result, the soft cannula therefore measured shorter than expected, 17.4 mm in length. Although the cannula was damaged, the timing and cause of the damage is unknown. It did not contribute to the reported event.